Event description:
The pump was returned for investigation. Investigation revealed that there was moisture on multiple internal pump components, and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. The pump cover was removed and there was evidence of moisture corrosion observed on the force sensor, under the display, and on other internal pump components. Unrelated to the display and moisture issues, a review of the pump history revealed multiple call service alarms had occurred. The alarms could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).